Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01065. It was reported that the patient experienced a cerebrospinal fluid (csf) leak. The patient underwent a trial procedure on (B)(6) 2019. The patient went to the emergency room on (B)(6) 2019 where the trial leads were removed. It was reported that the cerebrospinal fluid (csf) leak has been resolved.